Manufacturer narrative:
Device code (B)(4) no longer applies and instead (B)(4) applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on (B)(6) 2017 reported that it was normal end of life (eol) that occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative via a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patients pump was replaced on (B)(6) 2017 as the pump was noted to be at end of life. It was noted there were no symptoms associated with the end of life. The issue was resolved and the hospital had the pump with it being unknown if it would be returned to the manufacture. The patient's weight was not provided.